Manufacturer narrative:
A return material authorization (RMA) was issued to evaluate the intuitive surgical, inc. (Isi) device. A follow-up MDR will be submitted if the product is returned and evaluated and/or if additional information is received.

Event description:
It was reported that during a da vinci-assisted parastomal hernia repair surgical procedure, the 8 mm mega suture cut needle driver instrument cables from the jaw broke the instrument had 7 lives remaining. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information on 22-nov-2024: the instruments were inspected prior to use as a part of our preparation protocol. The operator did not remember the exact task during the snapping of the cable. The instrument did not collide with any other instruments. There were no prior issues before the cable snapped. After the cable snapped, there was a cable showing, but customer did not check the amount.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The mega-suturecut needle driver instrument was found to have a broken grip cable at the idler pulleys. The cable was fully broken. As a result of the full break, functional testing for motion related issues cannot be performed. There was no discoloration, corrosion, or contamination on the cable that would occur from improper flushing or rinsing during reprocessing. Further inspection found no abnormally sharp or damaged components that could have contributed to the cable breaking.

Event description:
Refer to h11 for follow-up information.